Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the device. The inner shaft broke 0.566¿ from the distal face of the inner hub. There were striations around the outside diameter of the break point indicating metal on metal contact during use. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. There was deformation and indentations of the front hub locking area. There were no bends or signs of a concentricity issues. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that a blade broke into two pieces within the patient's cavity during the procedure. The hcp noted that the blade was being used normally with a handpiece. There was a delay in the procedure because the fragment needed to be taken out of the patient's cavity and check if there was any injury. The procedure was completed using a back-up device. There was no patient impact or injury.